Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the implantable cardiac monitor (icm) exhibited undersensing of premature ventricular contraction (pvc). Programming recommendations was provided; no changes or intervention were reported. The patient was in stable condition.